Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The technical service representative found that the homechoice displayed a system error 2240 but the patient stated it did not indicate what part of the therapy. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the customer. The customer would end therapy for the night. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.